Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was in the 400 mg/dl and 500 mg/dl ranges, which she treated via manual insulin injection. The patient's blood glucose decreased to 187 mg/dl. During the high blood glucose incident, the patient changed their infusion set and the insulin pump went blank. Troubleshooting occurred for the blank display anomaly and the display came back on after a battery change. The insulin pump was not returned for analysis.